Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 25-aug-2025, it was reported that a beta bionics ilet user experienced a hyperglycemic episode with a blood glucose value of 401 mg/dl after the device displayed an error alert that paused insulin delivery. The user attempted to resolve the issue by restarting the device and initiating a supply change. No outside medical intervention was required.